Event description:
Coroner reported suspected death from burkholderia cepacia. It was reported that the deceased received a letter of notification from hospital advising that the deceased may have had exposure to sls1 sensor during a procedure.